Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag, and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal end of the braid was not opened and frayed. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer report of "failure to open at the distal end" was confirmed that the braid's distal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was normal, and that the braid was not positioned in a vessel bend, which rules out those two potential causes. It is possible that the damaged braid contributed to the failure to open. Damage to the braid can occur due to resheathing more than 2 times, over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no product problems were found during the phenom operation, and it was observed that "the it" was damaged at the tip end after being taken out. The cause of the pipeline failure was unknown. There was no complete deployment and no other steps taken in attempt to open the pipeline.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227259326); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured c6 aneurysm with a saccular morphology (blood flow directed dense mesh stent implantation). Aneurysm dimensions: max diameter 12 mm and neck diameter 5 mm. Landing zone (artery size): distal 4.1 mm and proximal 4.6 mm. The patient¿s vessel tortuosity was normal. The access vessel was the femoral artery (2 mm diameter). The surgeon used the phenom 27 microcatheter and pipeline 450-20 to treat c6 segment aneurysm, following standard procedures. When the stent tip was opened in the straight section of the middle cerebral artery, it was found that the stent tip could not be opened. Repeated operations were ineffective. The stent tip could not be opened even after being withdrawn into the internal carotid artery. After withdrawal, it was found that the tip of the stent was damaged. Dapt (dual antiplatelet treatment) was administered (pru level unknown). Angiographic result post procedure: c6 aneurysm. There were no patient symptoms or complications associated with this event.

Event description:
Additional information received reported that the main problem was that the tip of the stent could not be opened during the surgery , and it was found to be damaged after the tip of the stent was withdrawn; no abnormality was found during the use of phenom27, and it was not until after it was withdrawn that the tip was also found to be damaged, but this should be due to the repeated operations during the surgery that failed to open the stent smoothly, resulting in secondary damage to the tip of phenom27.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.